Manufacturer narrative:
(B)(4).

Event description:
It was reported that in may, the patient trialed prialt in an external pump and got sick. She had nausea, vomiting, diarrhea, bad dreams, was seeing snakes in her home, had twitches and urine retention. The patient also stated she had a migraine as well, but also reports a history of migraines.